Event description:
It was reported that there were concerns that the helix for this right atrial lead might have slightly retracted shortly after implant. An x-ray was performed, and a slight retraction was noted. This lead remains in service and the physician opted to continue monitoring. No additional adverse patient effects were reported.